Event description:
Customer reported and the gas module would not zero or read gases, which may have resulted in a loss of gas monitoring. No pt injury was reported.

Manufacturer narrative:
(B)(4) service reps replaced the units gas bench. Verified proper operation, and made all checks within factory specifications.